Event description:
It was reported to bioprotect ltd. On 15-aug-2025 that a bioprotect balloon implantation procedure was performed on (B)(6) 2025. Following procedure completion, the patient reported on discomfort in the perineal area. The physician partially aspirated the balloon and the symptoms were relieved.